Manufacturer narrative:
Additional device involved in the event: pxc141200/(B)(4). Medication's - calcium. The review of the manufacturing paperwork verified that these lots met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2014, the patient underwent treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2018, imaging identified 3cm of aneurysm growth due to an unknown cause. It was reported no endoleak could be observed. On the same day, the entire system was relined with four gore® excluder® aaa endoprostheses to treat the aneurysm growth. The patient tolerated the procedure.